Event description:
During a treatment procedure, a shaft 'fracture' occurred. The lesion was located in an unspecified moderately calcified lesion. This 32x2.50 omega stent delivery system (sds) was selected; however, during positioning of the sds the shaft 'ruptured' during entry into the introducer, due to deformation when axial force was applied. It was further reported that the sds was able to be positioned but the material fatigue due to the reiterated deformation lead to the rupture, immediately before inflating the balloon. The device was successfully removed without any complications. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed a hypotube separation 20cm from the edge of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural. (B)(4).

Event description:
During a treatment procedure, a shaft "fracture" occurred. The lesion was located in an unspecified moderately calcified lesion. This 32x2.50 omega stent delivery system (sds) was selected; however, during positioning of the sds the shaft "ruptured" during entry into the introducer, due to deformation when axial force was applied. It was further reported that the sds was able to be positioned but the material fatigue due to the reiterated deformation lead to the rupture, immediately before inflating the balloon. The device was successfully removed without any complications. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.